Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0222887v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64001, lot# n246544, implanted: (B)(6) 2010, product type: adapter. Product ID: 3387-40, lot# j0210013v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported that the patient could not get her stimulation to turn on. The patient could not adjust stimulation. Stimulation was turned off and she was trying to turn it back on but could not get it to work. The right side was working fine. The programmer was placed over the implant that was off and hitting the orange button but the screen was just flashing. The batteries for the programmer were changed and placed correctly. A check mark was seen on the screen, the orange key was pressed but the screen continually blinked. The screen never showed the normal therapy. This was tried 3 times with no success; the antenna was removed and the same outcome was attained after 3 tries. She was able to connect to the implant with recharger, it; it showed the device was off, implantable neurostimulator recharger battery was full and implantable neurostimulator battery was full. The patient tried connecting with her sister's programmer and the same thing occurred, blinking continually and never connected with implant. Someone in repair department indicated that it was the ins and not the programmer since the programmer could connect to and turn back on the right implant. The left implant was still off and it was unresolved at time of report. Additional information reported that the patient did not have concerns with her device or therapy.

Event description:
Additional information received reported troubleshooting included the patient was in the clinic on (B)(6) 2015 for assistance on the patient programmer instruction. They had helped the patient navigate the patient programmer, she had accidentally gotten into "icon" mode. The cause of the event was determined and was not device related. The patient had recovered without permanent impairment. The patient was now able to operate the programmed independently.